Event description:
An impella 5.5 device was inserted via the left axillary artery in a 58-year-old female patient presenting with cardiomyopathy. The patient's clinical state prior to initiation of support was identified as scai shock stage c. During support, the patient developed a hematoma at the insertion site. The purge solution was changed to sodium bicarbonate (nahco3). Subsequently, care was withdrawn, and the patient expired. The reported hematoma requiring hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition.

Manufacturer narrative:
B2, b5, h1, and h6 health effect - impact code revised based on the patient outcome of death reported in the additional information. D4 revised.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the left axillary artery in a 58-year-old female patient presenting with cardiomyopathy, scai shock stage c. The patient¿s comorbidities were unknown. The patient developed a hematoma at the insertion site. The purge solution was changed to sodium bicarbonate (nahco3). The patient remained on support. The reported hematoma requiring hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
The cause of the hematoma/asae was not determined due to insufficient clinical details and no product return.

Event description:
The hematoma appeared after the patient was moved using a lift.

Manufacturer narrative:
B5 information was added that was omitted from the previously submitted report. D6b explant date was added.